Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support, which recommended performing a sensor re-link. However, the user declined to perform any troubleshooting and stated that "the issue seems to be resolved and they have not had any other issues with their readings. Upon review in dms, the system was functioning properly and up to date. B4. Date of this report 04 jan 2026. G3. Date received by the manufacturer? 04 jan 2026. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.